Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a rinsing failure clog and foreign material inside the light guide lens during maintenance involving an olympus duodenovideoscope. There was no patient involvement reported.